Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break. Block h11: investigation results- the returned nephrostomy catheter set device was analyzed, and only the fitting plastic and heath shrink assembly were returned connected to a bag. It was also noted that the rest of the catheter assembly did not return for analysis. With all the available information, boston scientific concludes that the reported event of catheter break could not be confirmed since the device returned incomplete and no proper analysis of the device could be conducted. Additionally, the investigation findings did not lead to a clear conclusion about the cause of the failure. Therefore, based on the information available, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a nephrostomy procedure. Reportedly, after using the relevant kit for nephrostomy extension, the part of the stent that was outside the body was severed from about 3 cm up. Additionally, the catheter was in a separated state. A plastic bag was attached to the separated part, and the fluid is being drained. The procedure was completed with this device with no patient complications.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a nephrostomy procedure. Reportedly, after using the relevant kit for nephrostomy extension, the part of the stent that was outside the body was severed from about 3 cm up. Additionally, the catheter was in a separated state. A plastic bag was attached to the separated part, and the fluid is being drained. The procedure was completed with this device with no patient complications.

Manufacturer narrative:
H6: device code a0401 captures the reportable event of catheter break. H2: additional information: block b5 (describe event or problem), block d7a (sud reprocessed and reused) and block h8 (usage of device).

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a procedure. Reportedly, after using the relevant kit for nephrostomy extension, the part of the stent that was outside the body was severed from about 3 cm up. Additionally, the part inside the body remained intact and a bag was place over it for continued use. The procedure was completed with this device with no patient complications.